Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the light guide fiver bundle (lcb) is broken. Based on the result, we concluded that it was caused due to an excessive force applied on the lcb. In addition, we confirmed that remote control buttons cut; however, they it is not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The image is to dark, reason is the reduced lcb to (70 / 00%). There was no report of patient harm. This event occurred at the time of before use.